Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patients eye. Intraoperatively the lens was removed due to the lens being stuck in cartridge/injections system. A backkup lens was used and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the lens model returned was not manufactured by staar surgical. Claim #: (B)(4).

Manufacturer narrative:
The initial MDR is not applicable as this is not a reportable event since a malfunction has not occurred. Claim #(B)(4).

Manufacturer narrative:
D2: common device name-phakic toric lens, product code: qcb. Claim # (B)(4).